Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. Analysis was normal. No anomaly found. Without the return of the entire lead, a full analysis could not be performed.

Event description:
It was reported that high impedance was noted. Lead was capped and a portion was returned for analysis.